Event description:
Int'l ((B)(4)) complaint received reporting flow/air bubble issue with unk dialysis set-up where d1000 tego connectors were in use. It was reported that on second dialysis session, following administration of "fraxiparine 0.2 (prefilled syringe) at the beginning of the dialysis session. Air bubbles on the arterial bloodline and in the 1st chamber. The probable origin: the tego cap, because after changing the valve , stop of the air bubbles. No clinical consequence". Additional event/usage info and status of the involved devices has been requested. As of the date of this report the tego connectors/set-up have not been returned for analysis and confirmation.

Manufacturer narrative:
MFR investigation: lot build review - a review of the MFR. Lot build database for the reported lot# 2836869 (mfg 03/2014) showed (B)(4) units were MFR tested inspected and released. There were no exception documents generated during the lot build. Findings: the involved devices were not returned for analysis and confirmation. The cause of the event remains unk.